Event description:
During servicing at zoll, the autopulse platform (sn (B)(6)) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm), the autopulse platform (sn 30554) failed the load cell characterization test. The root cause of the ua07 was a failed load cell. The cracked covers and failed load cell were likely attributed to mishandling, such as a drop, or the age of the platform. The autopulse platform was manufactured in 2009 and is over 15 years old, well past the expected serviceable life of five years. Upon visual inspection, crack on the handle of the top cover and across the screw well of the front enclosure were noted. The observed physical damages are likely attributed to user mishandling, such as a drop. The damaged parts need to be replaced to address the observed physical damage. The autopulse platform passed the initial functional testing without error or fault. However, the platform failed the load cell characterization check due to a failed load cell and needs to be replaced. Upon further testing, the brake gap inspection revealed that the brake gap was too wide (out of specification). The brake gap needs to be adjusted within the specification. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).